Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (date not reported). Clinical management of the patient is ongoing. The implanted device remains.